Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device am6240 number, and no non-conformances were identified. Additional information was received: there was no complication for the patient. Customer only reports that the wire is breaking. Material was discarded by the customer.

Manufacturer narrative:
(B)(4). The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide specific number of sutures that broke in this single procedure.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The thread was broken in the middle. The event happened about six months ago. There were no adverse patient consequences reported.